Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was programmed off and remains in the patient. The patient is a participant in the wrap-it study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.